Event description:
Information from the (B)(6) clinical database.post procedure, it was reported that the patient completely lost vision in her left eye but it substantially improved at her follow up.no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).